Manufacturer narrative:
Should additional information be received, another report will be completed.

Event description:
It was reported that the patient with this subcutaneous system was jogging and received three shocks. A data review would later confirm the shocks were inappropriate and due to myopotential oversensing and system noise. The device had been programming in the secondary vector at the time of the shocks and since has been reprogrammed to primary, pending a technical services case review. During the follow-up visit, the physician was unable to recreate the same morphology during isometrics and jogging. X-rays were also being reviewed. Technical services has stated this could be an electrode or can, positional anomaly.